Manufacturer narrative:
Patient weight is unknown. Date of event: unknown. The part/lot numbers for the potentially involved screws were provided, but it is unknown which of the screws was the complained screw. Part 413.435, lot 2464174: 5.0mm ti locking screw self-drilling/35mm; UDI: (B)(4); manufacture date: february 18, 2009. Part 413.342, lot 2465623: 5.0mm ti locking head screw self-tapping 42mm; UDI: (B)(4); manufacture date: february 23, 2009. Part 413.338, lot 2520529, lot 2378551, or lot 2419905: 5.0mm ti locking head screw self-tapping 38mm; UDI: (B)(4); manufacture date: august 17, 2009, june 11, 2009, or october 06, 2008. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). A review of the device history records for all the potential part/lot combinations was completed: manufacturing location: bettlach. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2010 the patient was diagnosed with a left femoral shaft fracture, comminuted fracture of the left tibia and fibula, open fractures of the right tibia and fibula combined with nerve injury, lumbar soft tissue injury. The patient underwent two procedures on (B)(6) 2010 to address this. It was reported that on (B)(6) 2010, the patient underwent a surgery to remove original screws and plates and implant another six (6) screws with a non-synthes external fixation due to redness and swelling in his right leg. On (B)(6) 2010 the patient underwent a procedure to remove the screws and external fixation due to swelling. On (B)(6) 2010, the patient was re-examined and it was noted that the proximal fracture on his right tibia and fibula combined with the second fracture after the operation. On (B)(6) 2010, the patient transferred to another hospital and it was noted that the screw was broken. On (B)(6) 2010, the hospital removed the broken screw and plate. Concomitant reported part: plate (part and lot number unknown, quantity 1). This report is for the broken screw removed on (B)(6) 2010. The removal procedure on (B)(6) 2010 is being captured under linked complaint (B)(4). This report is for an unknown screw. This is report 1 of 1 for (B)(4).